Event description:
My family was watching movie at home and my son who had cold symptoms sat down on the floor to have steam from vicks personal steam inhaler, v1200. There was a movie scene that made him move and the hot water in the steamer ended up on my son's legs. He has high degree of hot water burn and we are going to take him to urgent care during the day (we had to skip the emergency room tonight because the queue was too long and he was crying inconsolably). I am worried that the product design is flawed as in there is significant gap/open area at the base of the steamer from which the hot water comes out of the device. We (parents) had observed this while moving the device ourselves from one part of the room to another after use, with hot water falling on our fingers at times. But in those cases the spill wasn't that much and we didn't experience significant burns. We have used other steamers in the past, they don't have such opening that can lead to such spillage. We strongly request FDA to evaluate this product for safety so no other kid has to suffer this in the future. We have order an alternate steamer now and we are going to keep this one just for evidence should you need it for evaluation. FDA safety report ID #(B)(4).